Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4)

Event description:
It was reported that during an implant procedure, when positioning the lead the helix would not retract event after many turns. The helix was able to retract after more turning but the physician had concerns about implanting the lead. A new lead was implanted. No patient complications have been reported as a result of this event.